Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-apr-2016, an fse visited the customer to address the reported event. During servicing, fse replaced the z-axis pick-up stepper motor. There were no further errors. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was fault/failure of the cup transfer z-axis motor.

Event description:
On (B)(6) 2016, the customer reported "error 4153 c-trans z home overrun" with their aia-900. The customer discontinued the run to evaluate the issue. During visual inspection of the device by the customer, they were unable to find any obstructions or tips backed into the waste chute. A field service engineer (fse) was dispatched. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.